Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had frozen anomaly. Customer's blood glucose at time of incident was 142 mg/dl. The customer was advised to insert new battery. The customer stated the pump alarm following new battery insertion. The customer was assisted with clearing alarm. Customer report alarmed clear successfully. The customer was advised to monitor pump for 3 minutes to verify time clock works properly and frozen display or alarm do not recur. The customer reported the screen is frozen again. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the self test. All buttons functioned properly during testing. However, found moisture damage on the keypad traces during visual inspection. The time advanced properly and no unexpected alarms, numbers scrolling, blank display, or frozen display was noted during testing. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, and a broken belt clip slot.